Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number was 92877101 with an expiration date of 30-sep-2027. A visual check of the sample was performed, and no clots, fibrin, or hemolysis was observed. The calibration and qc were acceptable. The alarm trace showed abnormal aspiration (sample pipette s1) alarms on the date of the event. The field service engineer (fse) found that the levels in the cuvettes had overflowed. He adjusted the levels in the cuvettes and decontaminated the reagent and sample probes. Calibration and qc were performed, and they were within specifications. The instrument was performing within specifications. The service actions performed by the fse resolved the issue. Based on the provided information, the cause of the event was consistent with an issue with the overflow in the cuvettes and the misadjusted levels.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaffe gen.2 assay on a cobas c 503 analytical unit. Initial result: 2.22 mg/dl. The physician questioned the initial result, prompting the repeat of the sample. Repeat result: 0.450 mg/dl, and this result was aligned with the patient's medical history.